Event description:
A jagwire guidewire device was used during a cannulation procedure in 2008 (male patient; age and weight are unknown) . According to the complainant, a stent delivery system (product and manufacturer unknown) was placed over the guidewire and resistance was "felt at approximately 1 cm from the guidewire tip during removal of the delivery system." The guidewire tip appeared deformed. Though resistance was felt, the physician completed the procedure with this device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed the guidewire had a torn ptfe sleeve. The working length of the device had several scrapes and dents, which indicated that it had come into contact with another device. The tip deformation could not be confirmed. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for this lot.